Manufacturer narrative:
(B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect device component for evaluation.

Event description:
The customer reported while setting the tidal volume (vt) of the vela ventilator to 500 milliliters (ml). The exhaled vt were 858 ml. The turbine unit was replaced in which calibration was performed after installation and pass. The customer reported no patient involvement or allegation of patient harm.